Event description:
It was reported that patient presented for a scheduled implant procedure. During procedure, it was noted that the newly placed left ventricular (lv) lead exhibited low pacing impedance. The lv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Final analysis did not find any anomalies.